Manufacturer narrative:
According to available information, this device was reprogrammed, remains implanted and in service. It was thought this resolved the issue. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, interrogation of this implantable cardioverter defibrillator (ICD) device revealed the patient with this device had experienced an inappropriate antitachycardia pacing (atp) shock. A technical service consultant was contacted. Further review of the save to disc data revealed an af episode was conducted to the ventricles which resulted in approximately sixteen seconds of device therapy inhibition due to the unstable rate. The patient with this device has numerous medical conditions. Programming advice from technical services was requested and provided. The patient with this device is newly diagnosed with atrial fibrillation (af). No adverse patient effects were reported. This device remains implanted and in service.